Event description:
It was reported that an ilet pump became unresponsive with a black screen that still displayed the time, and the sleep/wake button did not restore normal display function; the device battery was approximately 30%, and the issue resolved after a remote restart via the ilet app, after which the user could unlock and operate the pump normally. Symptoms included no adverse clinical effects. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included customer troubleshooting and device restart. Investigation of this case revealed a transient display responsiveness issue that was resolved by a system reboot, consistent with a temporary user interface or software display anomaly without recurrence after restart. It was concluded, based on previously established findings for similar reports, that the cause was a transient software behavior not reproduced after reboot.

Manufacturer narrative:
Initial.